Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited loss of capture (loc) with several seconds of pacing inhibition during an unrelated surgical procedure involving use of electrocautery. Pacing support was then provided through use of a temporary pacing lead until completion of the procedure. Boston scientific technical services (ts) discussed the defib detect circuit and function. No additional adverse patient effects were reported. This product remains implanted and in service.